Manufacturer narrative:
Trackwise # (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the inside of the base of the aortic cutter. There were no visual defects observed on the aortic cutter in the photograph. The delivery device was observed in the loading device with no visual defects observed but not in its normal position. The white plunger and blue safety lock was not observed in the photograph. The seal was observed in the body of the loading device. Based on the non-return of the device, as well as the photographic inspection, the reported failure "activation problem" was not confirmed. The lot # 3000255278 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) umbrella cannot be opened. The device was loaded completely according to the step 1,2,3,4. The seal failed to unfold and deploy. The doctor used another one to complete the operation. There was no harms and side effects to the patient.